Event description:
During the pulmonary vein isolation procedure for atrial fibrillation, optical issues resulted in procedural delays. The procedure was completed with no adverse consequences to the patient. The device connection was checked and communication was established. The noise was observed at the tip of the ablation catheter. When connecting the 4pin from the ampere's ECG to rmc, the noise was resolved, but the tip display repeatedly flashed green and red alternately, and the arrow and dragon radar were unusable. Changing to another catheter did not improve the issue. Changing to tactisys also did not improve the issue. All systems were restarted and the tactisys run was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient. Procedure delayed by 45 minutes.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The results of the investigation were inconclusive since the device was not returned for analysis. Based on the information received and electronic data reviewed, the reported incident was not verified to have occurred. The root cause could not be determined.

Manufacturer narrative:
Additional information: d4, g3, h2, h4.